Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that there was an incomplete mesh. The event occurred at a cadaver skin bank; therefore, there was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record for part # 00770301500, serial # (B)(6) determined the cutter did not pass the test mesh; however, the repair was not completed because cutter is not repairable. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.